Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure the physician used electrocautery and the device entered backup vvi mode. The device was explanted and replaced. The patient's condition is stable.